Manufacturer narrative:
Other, other text: additional information h6 this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. The device was received for evaluation. Visual inspection revealed all the keypad labels were intact and the liquid crystal display was scratched. During functional testing, the customer's reported problem was confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications. The root cause of the reported issue was the device was out of the mechanical specification. It was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the device was over delivering by 2 percent, preventative maintenance service. The issue happened while testing. No patient injury reported.